Event description:
Two and one half hours into a hemodialysis treatment, the pt became hypotensive and unresponsive. He received a 2.7 l of fluid bolus and remained hypotensive, treatment was stopped and the pt was transported to the hospital and hospitalized. It is unk what medical intervention he received while hospitalized. He was sent home over the weekend with a discharge diagnosed of hypotension. The pt returned to the dialysis unit on (B)(6) 2012. He remains on his regular outpatient treatment schedule, with no further issues. The customer has declined to provide gambro with further info regarding pt and event.

Manufacturer narrative:
The machine was inspected previously by two facility biomedical technicians and found to be within specification. Following this event the machine was inspected by a gambro technical service rep who also found the machine to be within specification. The machine was returned to service. As of (B)(4) 2012, the machine has been used on several patients, with no reported fluid imbalance events. As per gambro request, d1 and d2 flow meters were proactively replaced. They have been tested at the gambro dasco lab. The test results determined that the reported condition (excessive fluid removal) was not duplicated. The pt weighed himself pre dialysis and it is possible the weight was incorrectly reported or documented. The clinic has only one floor scale, which is used on all 90 in-center patients, and is calibrated annually.